Event description:
It was reported that the torx 25 tip was broken during use in surgery. No patient complications were reported.

Manufacturer narrative:
The device was returned to the MFR where evaluation confirmed the fracture of the instrument tip. No evidence was noted of manufacturing non-conformance or design related issues during product analysis. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. We are unable to determine the definitive cause of the reported event. The instrument breakage did not result in patient complications patient . Nevertheless, we are filing an MDR for notification purposes.